Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072185. Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 376497.

Event description:
It was reported that the patient developed an infection at the lead site after a non-device related surgery. It was noted that the patient had drainage from the incision site. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted devices were discarded.